Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation because it was "double beeping." The customer reported product problem was verified. The faulty dso was replaced. In addition a new batter was installed, and the device was calibrated after the reinstallation of software. The device passed all functional tests after this measure was taken.

Event description:
Additional information received. No patient involvement, did not occur on the patient. The enent did not cause or contribute to patient or clinical injury. Updated event date.

Event description:
Information was received that the cadd legacy pump had double beep no cassette alarms. No reported adverse effects.